Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a anterior repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached and it was left inside the patent. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator is broken. Additional analysis revealed that the dart was inside the catch of the capio suture capturing device. The dart was removed from the device. There is suture left on the dart indicating that the suture broke. Analysis revealed no damage to the suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. This event was originally reported as both an adverse event and product problem; however, investigation found that the needle was lodged inside the capio device. No device fragment was left inside the patient.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a anterior repair procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached and it was left inside the patent. The procedure was completed with another uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.